Event description:
In 08/02, the patient contacted the company and reported to have allegedly been diagnosed as having septicemia on or about 07/02 and alleges to have left a tampon inside for 30 days. The patient claims to have forgottten about the tampon due to a missing tampon string that was noticed when the doctor removed the tampon on or about in 7/2002.